Manufacturer narrative:
The customer stated that as of (B)(6) 2017, the issue has not recurred.

Manufacturer narrative:
The customer stated there have been no further issues. A specific root cause was not identified. Additional information was requested for investigation but was not provided. The customer provided calibration data from the day of the event but after the erroneous result. The customer could not provide the calibration data on which the erroneous result was based on. Also, the electrode lot number and expiration date was not provided. Possible root causes may be related to an operator handling error, an electrode failure or an expired electrode.

Manufacturer narrative:
(B)(4).

Event description:
The customer complained of high results for 12 patients tested for ise indirect na for gen.2 on a cobas 6000 c (501) module. The customer replaced all ise reagents and recalibrated. Only 3 patient samples were available for repeat testing. Of those 3 patient samples, 1 patient sample had erroneous na results. The erroneous result was reported outside of the laboratory. The initial na result was 149 mmol/l. The repeat result from the same analyzer was 143 mmol/l. The repeat result was believed to be correct. No adverse event occurred. The na electrode lot number and expiration date were not provided. On (B)(6) 2017 the field service engineer (fse) visited the customer site and found gel on the sample probe. The ise probe was hitting the edge of reaction cells causing salt buildup on the reference electrode. The fse cleaned and adjusted the probe. The salt build up was cleaned and ise checks were completed with no errors. The customer calibrated and ran quality controls which were in range. The fse ran precision tests and the results for na, cl and k were acceptable. On (B)(6) 2017 the customer indicated that they were still having issues with na results. The customer declined to provide any additional information about the new na results. The fse revisited the customer site on (B)(6) 2017. The rinse mechanism was checked. The na electrode and pinch tubing were replaced. The ise bath was washed with deionized water and the na electrode was conditioned with protein. Calibration, quality controls and a 21 cup precision test was performed. All results were within the requirements. Based on a review of the customer¿s calibration data, there was an issue with the na electrode which was replaced by the fse during the 2nd service visit.